Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 10/21/2020. Section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye. Through follow-up, it was learned patient had vision correction enhancement on (B)(6) 2019. The lens was explanted as the patient had a poor visual outcome. There was no vitrectomy, incision enlargement or sutures required. Another johnson & johnson lens (same model and lower diopter) was successfully implanted as a replacement. The patient was discharged in good condition. No additional information was provided.